Event description:
General report received of an unspecified number of undocumented incidents that the device delivered an unrequested loading dose. On unspecified dates and times, the device was programmed in the pacu (post anesthesia care unit) to deliver unspecified pain medications. No specific programming parameters were provided. After unspecified lengths of time, it was reported the nurse noted a loading dose being delivered; however, the loading dose had not been initiated by the nurse. At that time, the nurse stopped the delivery. It was reported only a minimal volume of medication was delivered to the patients. It was reported there was no change in the pt status. There were no reported adverse effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.